Manufacturer narrative:
H3. Analysis of the lead (s/n (B)(6)) found no significant anomaly. Analysis of the lead (s/n (B)(6)) found no significant anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient (pt) underwent a revision of lead location due to lack of efficiency and side effects preventing programming. There were no known environmental/external/patient factors that may have led or contributed to the issue. Troubleshooting included multiple programming and complex programming attempted. It is unknown if the issue was resolved at the time of this report.

Manufacturer narrative:
Other medical products in use during the event include: brand name: sensight, product ID: b3300542 (serial: (B)(6), product type: 0200-lead; implant date: (B)(6) 2022, explant date: (B)(6) 2024. Brand name: sensight, product ID: b3300542m (serial: (B)(6), product type: 0200-lead, implant date: (B)(6) 2022, explant date: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative reported the cause of the lack of efficacy which led to the revision was the location of the lead. The symptoms the patient experienced was persistent paresthesia and taste/tongue issues. Due to the side effects the patient was experiencing programming was very limited. Post-operatively day 1 the device was turned on and programmed which showed less side effects and the patient had the ability to find some effective stimulation without side effect occurred.